Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast prosthesis deflation. Concomitant medical products: mentor siltex round moderate profile 375cc saline breast prosthesis, catalog #3542660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 375cc saline breast prosthesis that deflated after implantation. Spontaneous deflation o f the patient¿s right breast prosthesis was reported. As a result, the patient will undergo bilateral explantation on (B)(6) 2020.